Event description:
A report was received that installation subcontractors could not locate the screws used to mount the detectors. Screws from a suspended monitor system had been used instead. No pts were involved and no injuries have been reported.